Event description:
It was reported that the patient presented for an MRI. Atrial signals on lv channel upon interrogation was noticed. Imaging was performed and it was observed that the lead had pulled back. The lead was explanted and replaced. The patient was stable.

Event description:
New information notes there was no oversensing involved. Only noise on the lead.